Event description:
Promus element plus clinical study. It was reported that patient experienced cardiac chest pain. In (B)(6) 2012, the patient presented with stable angina (ccs classification 4) and was diagnosed with possible non-st elevation mi. Cardiac catheterization was recommended. The target lesion was an ostial de novo lesion located in the proximal left anterior descending artery (lad) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion treated with pre-dilatation and placement of a 2.50 x 16 mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. The next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with cardiac chest pain. On the next day, the patient was hospitalized and underwent cardiac catheterization. Coronary angiography revealed the previously deployed promus element plus stent was totally occluded proximally. The 90% stenosis located in the saphenous vein graft (svg) to distal circumflex (cx) was treated with balloon angioplasty and placement of a 2.25 x 8 mm non bsc drug-eluting stent with 0% residual stenosis. No intervention was performed to the area of the promus element plus stent due to the open graft. On the next day, the event was considered resolved and the subject was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).